Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex blue line ultra suctionaid tracheostomy tube cuff was deflated for patient teeth cleaning, but the clinician was unable to inflate the cuff again. Teeth care for the patient was conducted daily. A leak check was performed prior to use and confirmed no leakage. No patient injury was reported.

Manufacturer narrative:
One 7.5mm portex® blue line ultra® suctionaid tracheostomy tube was received for investigation. The device was received without its original packaging and showed signs of use. A review of the device history record, relevant to the reported lot, found no non-conformities or abnormalities during manufacturing. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and it was observed that the one way valve had a substance located in the red adapter. Investigation determined that the root cause of the observed issue was due manufacturing issue during device assembly. (B)(4).